Manufacturer narrative:
User facility has stated that due to patient confidentiality, they are unable to confirm whether prior medical conditions existed in regard to the reported neck, head and back pain or the medical procedures currently in process. Furthermore, it has been advised that litigation is anticipated. A follow-up report shall be submitted, should any further information be obtained regarding this event.

Event description:
It was reported that a surgeon was sitting on the surgistool, reached back for something behind him, and the stool fipped over backwards. Reportedly, the surgeon hit his head on the cabinet. Surgeon reported neck, head and back pain. MRI and cts of neck and head. Results of tests were not provided. Dr has been on leave for 3-4 weeks and having medical procedures. Unable to confirm if medical procedures were related to the event.